Manufacturer narrative:
No part number has been provided by the customer. Gyrus acmi currently manufactures several types of resectoscopes and it is not possible to determine which item this complaint refers to. The customer has stated that the device will not be returned to gyrus acmi as they are unable to locate the unit in their inventory. If the device is located and returned, the complaint will be reopened. Conclusion: a search of prior incidents for this type of instrument with the same or similar verbiage in the problem description reveals several common root causes as follows: a broken ceramic tip has typically been proven to be caused by customer misuse resulting from the application of excessive lateral force on the sheath during insertion or removal from the outer cysto sheath. Please note that this mishandling is cautioned against in the instruction for use manual that is provided with the instrument. A second common cause has been determined to be mishandling of the instrument such as dropping the instrument or hitting the tip against other instruments or against sterilization containers. This type of mishandling often results in chips or cracks in the ceramic tip that will lead to complete separation of the tip during subsequent handling or use. A third potential cause is the exposure to extreme nest from a laser or electrode during a procedure. This misuse can result in a stress fracture in the ceramic, which ultimately results in the complete separation of the ceramic tip from the tube. This type of incident is cautioned against by the recommendation of activating the laser or electrode only when in clear view through the resectoscope, safely away from the ceramic tip.

Event description:
The surgeon began a transurethral resection of the prostate using the 25 french resectoscope assembly. Shortly into the procedure, the plastic protective tip of the inner sheath broke off into the pt's bladder. A second resectoscope tray was opened and the surgeon continued with a second 25 french instrument. As the surgeon withdrew the working element to irrigate, he became aware that the second inner sheath was cracked and broken in large sections.